Event description:
It was reported that the device would not unlock. The rep instructed the surgeon on how to manually pull the handles open. The case was completed with a like device. There was no consequence to the patient.